Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the balloon on the vasoview 6 evh system short port deflated and tore before removing it from the pt through the original incision. The case was delayed for an unk period of time. There were no pt effects. A replacement was used to complete the procedure. The product is returning.

Manufacturer narrative:
The device has not been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. The investigation is ongoing and a medical assessment was performed to address the reported malfunction with respect to pt effects. This event did not have any pt impact despite the increased procedural risk. A supplemental report will be submitted when the device is returned, and the investigation is completed. (B) (4).